Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) device passed away. It was thought the patient's death was due to an arrhythmic cause as the patient with this device had known cardiomyopathy and myotonic muscular dystrophy. The physician did not feel the device contributed to this patient's death. The device was explanted without being deactivated and post explant interrogation could not be performed. A high voltage arc mark was noted on the device can. An autopsy was performed, however no information could be obtained. The device will be returned for analysis.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, the device was returned in safety mode. An external visual inspection confirmed the arc mark on the device can. Analysis determined that at or post explant, the device was left in monitor plus therapy with the leads still connected to the header and the distal shocking coil in close proximity to the device can. The device delivered a shock which caused the reported arc mark that was noted on the device can and the right ventricular lead. The device was reset to normal operation. The battery status was beginning of life. The device communicated appropriately with the programmer and paced and sensed normally. No episodes were revealed on the date of the patient's death. Analysis did not reveal any device malfunction.